Manufacturer narrative:
(B)(4). Evaluation summary: device evaluation: the stent implant was dislodged from the balloon and was located on the distal shaft confirming the reported unstable stent. A new indeflator was filled with water and was used to inflate the balloon to the rated burst pressure (rbp) and the balloon fully expanded to rbp with no anomalies noted. Therefore, the reported failure to deploy could not be confirmed. It should be noted that the promus instructions for use, in the stent implantation section, states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.

Event description:
It was reported that during the procedure in the heavily calcified left anterior descending artery, pre-dilatation was performed using a non-abbott balloon. An unsuccessful attempt was made to advance a 3.0x23 promus stent delivery system. A non-abbott catheter extension was placed for support and the stent delivery system was advanced successfully to the target lesion. The stent delivery system balloon was inflated and deflated successfully; however, the stent did not deploy. The stent delivery system was withdrawn from the anatomy and the physician noted that the stent had moved proximally on the balloon but remained on the catheter. Reportedly, the physician indicated that the winging of the balloon kept the stent from embolizing in the anatomy. The target vessel was treated successfully using a new promus stent delivery system. There was no adverse patient effect and no reported significant clinical delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.